Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0210758584, implanted: (B)(6) 2016, explanted: (B)(6)2017, product type: lead.

Event description:
A healthcare professional via a manufacturer representative reported a consumer was implanted due to urinary incontinence. Recently, it was found the device was out from the hip skin, partially exposed to the body, due to rejection/infection. The doctor thought it might be that the consumer was physically different, he had to help him debridement and explant the device and lead. The consumer thought it might be a product quality problem. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.